Event description:
During routine follow up we found on rv competitor lead low sensing(3,4 mv), high impedance(2000),loss of capture on rv lead and some noise episodes in fv zone treated with inappropriate shock. We have no information about date of implant of rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).